Event description:
Medics responded to a medical call, pt condition not reported. During monitoring of pt, reportedly, the device screen blanked, the power led remained lit. The device operator cycled power to the device to turn the display back on. No back up was available, power was cycled each time the display blanked. The reporter stated there was no adverse affects to the pt as a result of device operation.